Manufacturer narrative:
(B)(4).

Event description:
The sales rep reported via email that the surgeon was using the latarjet combo screwdriver on the long 3.5 coracoid screws and the tip of the screwdriver broke off. The surgeon had to improvise and used a screwdriver from a synthes 4.0 cannulated screw set. This delayed the procedure 10-30 minutes. Additional information received from the sales rep on 2-23-2017. It fell on the floor . Additional information received via email from the sales rep 2-28-2017. The tip broke while being used and the broken piece fell on the floor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via email that the surgeon was using the latarjet combo screwdriver on the long 3.5 coracoid screws and the tip of the screwdriver broke off. The surgeon had to improvise and used a screwdriver from a synthes 4.0 cannulated screw set. This delayed the procedure 10-30 minutes. Additional information received from the sales rep on 2-23-17 it fell on the floor. Additional information received via email from the sales rep 2-28-17 the tip broke while being used and the broken piece fell on the floor.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the distal tip was completely broken off, confirming this complaint. The broken fragment was not returned. The device was forwarded to the supplier for further evaluation. Dimensional analysis found that the device met specifications. The raw material for the device is 440c. The root cause for the observed failure mode was determined to be the brittle raw material, which makes the driver prone to break when being used at an angle off-axis to the screws. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices released to distribution. Corrective actions for this failure mode will be implemented via supplier and mitek CAPA investigations. This product is being recalled after initial investigation of this failure. UDI: (B)(4).